Event description:
It was reported that the right ventricular (rv) lead had loss of capture and r wave amplitude variation due to externalized conductors. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.